Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered inappropriate shock and anti-tachycardia pacing (atp) due to oversensing and noise. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported.